Manufacturer narrative:
The pump passed the displacement test and self test. Pump failed the sleep current test and active current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed. Low battery alert less than 1 week confirmed. Charge/battery lasts less than expected confirmed. [Ba22 is obsolete/merged with ba32]. (B)(4).

Event description:
The customer reported via phone call that they received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.